Event description:
It was reported that there was an isolated instance of left ventricular (lv) loss of capture on the presenting electrogram of the cardiac resynchronization therapy defibrillator (crt-d). The programmed lv vector had been recently changed due to the patient experiencing diaphragmatic stimulation and had resulted in an increased lv threshold. The crt-d was programmed to auto output. The lv lead remains in service.